Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that when the gas mixture was fed into the oxygenator, the gas mixture escaped, not fully entering the oxygenator. Therefore, the gas mixture flow had to be kept extremely high (7.5 liters). The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the customer suspected the issue during the main stage of the procedure on a stopped heart. The customer clarified the issue definitively after completion of the procedure. The gas mixture leak occurred at the junction of the upper and lateral part of the oxygenator. There was no damage observed to the oxygenator. There was no blood loss associated with the oxygenator issue. There was no blood transfusion required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.